Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) of 450 mg/dl then went to 480 mg/dl and he felt sick. Patient changed cartridge and infusion set completely prior to call. Patient unscrewed cap and noted insulin inside, sees a crack at luer connection of cartridge. No issue with tubing noted. When pushing on plunger, the leak is at connection not anywhere else. Patient had bolused 9 units, current bg is 323 mg/dl and patient feels better. Customer support (cs) instructed to return cartridge and tubing. This complaint is being reported because the patient experienced hyperglycemia and the cartridge was cracked.

Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The cartridge was not returned to animas. A reserved sample of the same lot number was tested with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.